Event description:
The customer reported an issue with this extension set that has been occurring over the last month. The extension set is primed, filter checked and the set is clamped above the filter and below the luer lock. However, the filter still leaks air into the set. Customer is concerned about a possible air embolism occurring because of this air leak. This condition occurred during pt use. There was no pt injury or medical intervention reported. No additional info is available.

Manufacturer narrative:
The customer returned two actual samples for eval. The customer reported condition of "filter leaks air into the set" was not confirmed. However, visual inspection of the samples confirmed cracks in the one piece male luer.